Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing, it was found that the endoscopic image of the subject device on the monitor flickered, and that the scope communication error e216 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomena (image flickering and error e216) were duplicated, and also found that there was water invasion into inside the camera cable and the watertightness of the ccd unit was failed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the abnormality on the camera cable/the ccd unit, and to the water invasion into inside the camera cable/the ccd unit, which might be caused by an impact such as the user dropping the subject device. If additional information is received, this report will be supplemented.